Event description:
It was reported that the patient underwent a revision surgery of her right tha system (unknown product) on (B)(6) 2020 due to a periprosthetic right femur fracture. During the revision surgery, the whole primary tha system was explanted and replaced with a redapt modular shell and a redapt femoral system, along with a cable/sleeve orthopedic 2mm dall-miles hip vitallium set from a competitor. As reported, the patient suffered from a postoperative periprosthetic right femur fracture around the prosthesis on (B)(6) 2020. The patient underwent a revision surgery within the same month to address the issue. During this second surgery, the internal fixation system of right femur was revised. There is no further information at this time. The current state of health of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3. H6: this complaint was opened by smith+nephew to document a patient complication identified through the review of clinical evidence from post market clinical data collection activities that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.